Event description:
During the procedure, the physician used a wilson cook tri-clip endoscopic clipping device. The device was advanced through the endoscope and the clip was fastened to the tissue site. At this time, the clip would not release from the deployment device. The user moved the handle back and forth in an attempt to release the clip. During this motion, tearing of the tissue and bleeding occurred. Another clipping device was used to stop the bleeding and complete the procedure. Post procedure, the patient's condition was reported as stable.